Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was turning off during use. No patient injury or harm reported.